Event description:
The representative reported that the accessory tunneling carrier did not work properly during the stage two dbs surgery; the product appeared stretched during use. The surgeon had experienced difficulty passing the extension products through the cervical fascia, one extension fell out of the carrier prior to removal of the accessory from the incision. There was no damage to the extension devices during implant. There had been no report of injury; the patient has recovered without sequela.

Manufacturer narrative:
Results of final device analysis revealed the dual carrier (2x4) product is stretched at the proximal half of the inner carrier, and the distal end of the inner carrier appears to be stretched sideways. Visual exam shows the proximal end of the carrier is bent, and appeared slightly stretched. Analysis results confirm the reason for device return. As a result of an internal audit, this report is being submitted.